Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 41mg/dl. Customer¿s current blood glucose was 117 mg/dl. Customer was treated low blood glucose with food by having pepsi glucose tablets and carbohydrates. Customer stated that auto mode was not delivering insulin automatically during low blood glucose event. Insulin pump will not be returned for analysis.